Event description:
It was reported that the reservoir leaked into the insulin pump. Customer's daughter, stated that the tubing connector does not click onto the reservoir and does not fit straight. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected eleven opened and used reservoirs. Performed pre-fill reservoir test. Found all the reservoir's needles not parallel to transfer-guard body axis.inspected three randomly sealed reservoirs. Performed pre-fill reservoirs test. Found all three of the reservoir's needles not parallel to transfer-guard body axis.(B)(4).